Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to charge when plugged into a power source. Reportedly, the same charging supplies (usb cable, wall adapter, wall outlet) functioned properly to charge a separate electronic device. The customer's blood glucose (bg) was 153 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.